Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that before placing the tracheostomy, during the cuff test, the cuff burst. No clinical consequences was reported.

Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. One unused sample was received. Under visual inspection it was noticed that the cuff was burst. During the manufacturing process each device is inflation tested. Due to fact that each device is inflation tested prior release to market it is the most probable root cause that inflation system was overinflated by the customer prior to use. A device history record (DHR) review showed there were no observations recorded during manufacturing to suggest an issue of this nature would occur with this lot of products. A complaint history was reviewed, and it was found there were no other customer complaints like this issue received in the last two years; therefore this incident is considered to be isolated and no further action has been taken.